Event description:
Caller reported that a cartridge alarm 20 occurred during the pumping process. Blood glucose level did not exceed 500 mg/dl, remaining within the safe range. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery,